Manufacturer narrative:
The full number for the product in question is (B)(4) (1/27/03). The immucor laboratory tested retention product on (B)(6)2017, which performed as expected. Immucor technical support assessed the instrument test well images in question and determined that the instrument test well images in question were visually negative. A blood sample was returned to the immucor laboratory for testing on (B)(6)2017, with which the immucor laboratory was able to reproduce the customer's observations.

Event description:
On (B)(6)2017, a (B)(4) customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo neo instrument, when tested on (B)(6)2017.